Event description:
It was reported that a flogard infusion pump had alarmed for an occlusion. It was unknown during which process step this malfunction had occurred. However, there was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Sample evaluation: the sample was returned for evaluation. An f-2 alarm, indicative of an occlusion alarm, was confirmed during product evaluation. During a visual inspection, a damaged door assembly latch roller was found, which was identified to be the cause. The latch roller was replaced in order to fix the reported problem. The pump passed all tests and was returned.